Event description:
It was reported that the lesion was heavily calcified and located in the left anterior descending artery. The lesion was pre-dilated prior to the attempt to stent. During the attempt to cross the lesion with the 2.5x23 mm xience v, the proximal shaft separated. A non-abbott stent was deployed successfully to complete the case. The end result was good without any adverse patient effects reported. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Correction: the device was not returned for analysis.